Manufacturer narrative:
A ge service representative performed an over the phone investigation and is unable to repair the system remotely. No further information is available.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.